Event description:
It was reported that patient experienced ineffective therapy. Diagnostics revealed high impedances on both leads. Reprogramming has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both leads were explanted and one lead was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
B2 - product problem checked. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that both leads were fractured.